Manufacturer narrative:
Device not returned.

Event description:
It was reported that catheter entanglement on guidewire occurred. The target lesion was located in the multiple calcified circumflex artery. An opticross imaging catheter was advanced for dilatation. During procedure, after inserting the device and making one image run, they were unable to the advance catheter distal to the lesion. However, device was removed from the body and the ivus catheter appeared to be wrapped around the wire and the monorail port was torn. A new ivus catheter was opened and the case was finished without any issues. Patient remained stable throughout the entire procedure. The procedure was completed with different of same device. No patient complications were reported.